Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified while based on the analysis, the alleged battery and low bg issues could not be verified.

Manufacturer narrative:
Per tandem user guide: your pump is watertight to a depth of 3 feet (0.91 meters) for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking and the pump battery was difficult to charge after the pump was submerged into the water. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl in range, cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, customer continued using pump for insulin therapy.